Event description:
It was reported the dermatome device switch on the hand piece was not shutting off. The device continues to stay on. It is reported there was no patient involvement for this event.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: review of complaints history. Results: evaluation of returned device; product will not be sent in for inspection. DHR review; cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. Complaints history; a two year lookback in trackwise for this reported failure and or related to "motor continues to run after it is in the off position " for this product family shows that 5 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined.